Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated that blood glucose reading was 25.4 mmol/l eventually that went down to 20.6 mmol/l. Customer stated that they were replaced reservoir and infusion set. Customer stated that infusion set sure t was too long in body. In troubleshooting for high blood glucose insulin pump screen was disappeared. Customer was not wanted to perform hp test but all other test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.